Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output at the time of implant. The patient is pacemaker dependent and was being supported by external pacing. When the external pacing was programmed off the patient experienced a period of asystole. The external pacing was programmed back on. The ipg was programmed to the maximum output and the physician has elected to leave the ipg implanted.